Event description:
It was reported that: functional testing at the manufacturer of a returned breathing system assembly found that when the apl valve was set for 40 cmh20; it would pop off at 3 to 4 cmh2o.